Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic liver resection, while being applied at the hepatic vessel, the cartridge jaws did not close completely hence the vessel was not clamped. The surgeon had to resort to hand suturing to complete the case. There was no patient injury.